Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they were experiencing high/low blood glucose and sensor issues. Customer's parent stated the customer had possible signal interference with sensor as they were getting lost sensor signal and sensor updating alert. Customer¿s blood glucose was ranging from mg/dl 50 to 350 mg/dl. Customer treated the high reading with manual injection and insulin pump and the low reading was treated with food. Auto mode feature was active but customer was unsure if it automatically adjusting insulin delivery at the time of high/low blood glucose event. Customer declined to troubleshoot for fluctuating blood glucose. The insulin pump will not be returned for analysis. Ozp mmt 7020 sensor. Frn reservoir unknown.